Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that inappropriate shocks were delivered when it comes to this device. It was noted that the patient was sleeping when the first shock was delivered and then sitting in a car the second time the shock was delivered. It was also noted that a review of the data showed untreated episodes two days prior to the inappropriate therapy which show noise patterns consistent with air entrapment. Technical services (ts) confirmed that the pattern of noise was consistent with air bubbles in the header of the device as the device had not been implanted for a long period of time. It was noted since the device was programmed to alternate vector at that time, the signals were sensed and misinterpreted as cardiac signals. The device was reprogrammed to the primary vector and it was noted that with this programming the artifacts should no longer be present. No adverse patient effects were reported. Additional information noted that this patient once again received an inappropriate shock. A review of the episode was sent to technical services (ts). Ts noted that the information sent was limited but from the file that was attached it appeared there was a low r wave amplitude which allowed myopotential artifact oversensing. Ts wanted to know if there was another good vector with good amplitudes available for this patient to be programmed to. Ts discussed possible recommendations to mitigate future inappropriate shock therapy. The field representative noted that the patient was tested performing different exercises, and it was determined to program the device to the alternate vector with smartpass on, as previously the patient was programmed to the primary vector due to inappropriate shock caused by air entrapment. Ts agreed that the alternate vector appeared to be the best in amplitude and least effected by noise. Ts further discussed performing a treadmill test with the patients heart rate elevated and saving the template at the high rates if there was any morphology change or t wave change. Ts noted if this would be done to send the files for review. This device remains implanted.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated. This report is being filed to correct the content in the section titled: describe event or problem.

Event description:
It was reported that upon discharge following implant, all vectors on this subcutaneous implantable cardioverter defibrillator were clean. The healthcare professional reported that, approximately two weeks post-implant, an untreated episode was recorded with large artifact on the electrocardiogram. Two days later the patient received an inappropriate shock. Technical services (ts) review of device data was requested as the patient was en route to the clinic. A ts consultant confirmed that the untreated episode showed a pattern of noise indicative of air entrapment and noted that the device had been programmed to secondary vector two days prior. Ts suggested programming the device to primary vector; this was done after the patient arrived at the clinic. Approximately six months later, the patient presented at the hospital after receiving another inappropriate shock. The healthcare professional again requested ts review of device data. Ts review of the episode found low-amplitude r-waves which contributed to oversensing of myopotential noise, leading to the inappropriate therapy. Ts suggested troubleshooting options, including improving system placement. The device was programmed back to alternate vector with smart pass filtering programmed on. Ts stated this appeared to be the vector with the best amplitude and the least noise. At this time ts recommended following up with an x-ray and performing treadmill testing then submitting the results to ts for further review. No additional adverse patient effects were reported and records indicate that the device remains in service.